Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented for routine change out. The atrial lead exhibited noise, a kink was noted as well. The lead was capped and replaced successfully (B)(6) 2016. The patient did not experience no adverse consequence.

Manufacturer narrative:
(B)(4).